Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer went into a swimming pool. Customer stated the battery changed but the issue was not resolved. When customer removed battery insert battery alarm did not displayed on the screen of insulin pump. Customer stated that contacts on the battery cap are neither missing nor damaged. Customer stated the spring was neither damaged nor corroded. Insulin pump expose to moisture. Fluid was there inside the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a blank display due to corrosion around the battery connectors. Device was received with water on the inside of the lcd window. When the boards were taken out of the case, the front side of electrical board was wet. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device was received with a crack in the battery tube that extends to the top of the unit where the battery threads are located. Inserted a test p-cap into the retainer ring, and it locked in place properly.